Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6 - the implant date is estimated. The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported heart failure, and recurrent mr were unable to be determined. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled ¿outcome prediction score for mitral transcatheter edge-to-edge repair in patients with concomitant significant tricuspid regurgitation.¿

Event description:
This is filed to report recurrent mitral regurgitation and heart failure. It was reported through a research article that 217 patients underwent mitral transcatheter edge-to-edge repair (teer) and a risk stratification tool was derived for patients undergoing teer for mitral regurgitation while exhibiting significant tricuspid regurgitation (tr). One year following intervention, the implanted mitraclip may have caused or contributed to recurrent mitral regurgitation (mr), heart failure (hf), and hospitalization. Additional information is listed in the attached article, titled ¿outcome prediction score for mitral transcatheter edge-to-edge repair in patients with concomitant significant tricuspid regurgitation.¿